Event description:
Two female patients developed synovitis at 7 and 9 months after rotator cuff repair using axya bio anchor catalog # 1234.

Manufacturer narrative:
On april 21, 2006 an axya engineer visited dr. Mcintyre and reported that 5 out of 80 patients have experienced synovitis. Dr. Mcintyre believes that these cases may be attributed to the 5 mm bio anchor, catalog # 1234. An investigation was begun to understand synovitis as it relates to the axya product including: a review of the complaint history at axya, a review of current literature, an interview with the physician, an analysis of the physician's case history. There are no previous complaints for synovitis in 5 mm bio anchors on file at axya. A review of technical articles on synovitis related to poly l-lactide acid (plla) reveals that this is a known side affect of plla materials. Axya contacted dr. Mcintyre on several occasions to get further information. There was some delay attributable to a death in the family. Dr. Mcintyre responded on june 2nd with a report that 9 of 33 patients have had pain after surgery. 7 of these patients suffered some form of accident or trauma before the pain started. 2 patients developed pain at 7 and 9 months that may be attributable to synovitis. These patients are being treated with injections of steroids. There is no common manufacturing lot number associated with these cases.